Manufacturer narrative:
Initial.

Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor and scanned it in the libre app, after which the ilet displayed ¿dosing stops soon, connect cgm or enter bg,¿ and the sensor could no longer be started in the ilet app. No adverse clinical symptoms reported. Outcomes included no health impact or need for medical intervention. User support included troubleshooting and education confirming the sensor was paired to another device and guidance to start a new sensor through the ilet mobile app, after which a replacement request was transferred to abbott. Investigation of this case revealed that the cgm sensor was in use by another device and not started through the ilet mobile app, which prevented cgm data transmission to the ilet and triggered the dosing stop warning. It was concluded, based on previously established findings for similar reports, that the cause was user setup error resulting in device incompatibility for data sharing.